Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a device check. Upon interrogation, it was observed the implantable cardioverter defibrillator had inappropriately delivered shock after incorrectly diagnosing rhythm. There was also evidence of intermittent right ventricular lead capture. Programming changes were completed to address this issue. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-15165. New information received indicated the right ventricular lead had intermittent capture, oversensing present, contributed to the inappropriate shock, and high capture thresholds. The lead was explanted and replaced. The patient was stable.